Event description:
It was reported that a home patient (hp) experienced a leaking patient line, which occurred during peritoneal dialysis (pd) therapy with the homechoice (hc) device. The hp disconnected from the patient line and ended therapy for that particular night. They stated they did not notice anything different or unusual with the supplies that could have caused the leak. A baxter technical service representative (tsr) advised the cg to contact the patient?s pd nurse (pdn) regarding the issue. The hp advised they did communicate with their pdn. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the leak was not determined. Should additional information become available, a follow-up will be submitted.